Event description:
It was reported that the left ventricular (lv) lead exhibited non-capture during threshold testing at implant. It was suspected that the lead had moved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c4tr01 ipg, implanted: (B)(6) 2015; 5076-45 lead, implanted: (B)(6) 2015. (B)(4).